Event description:
It was reported that the patient is a study subject in (B)(4). Subsidence of the femoral component seen on week 6 x-rays. The subject was seen in clinic with no thigh pain and no lucent lines. Doctor suspected the subsidence occurred shortly after surgery.

Manufacturer narrative:
It was noted that the device is not available for evaluation as the device remains implanted in the patient. Additional information has been requested and if received, will be provided in the supplemental report.

Manufacturer narrative:
An event regarding stem subsidence involving a secur-fit advanced stem was reported. The event was not confirmed. Method and results: device evaluation and results: could not be performed as no items associated with the event were returned or made available for evaluation. Medical records received and evaluation: no medical records or x-rays were made available for evaluation. Device history review: review of the device history records indicates all devices accepted into final stock met specifications. Complaint history review: there have been no other events for this lot. Conclusions: the event could not be confirmed nor the root cause determined because the devices were not returned for evaluation and no medical information was provided. If the devices and/or additional information are received, this investigation will be reopened and re-evaluated.

Event description:
It was reported that the patient is a study subject in the secur-fit advanced study. Subsidence of the femoral component seen on week 6 x-rays. The subject was seen in clinic with no thigh pain and no lucent lines. Doctor suspected the subsidence occurred shortly after surgery.